Event description:
The customer reported to olympus that approximately 2cm of the distal tip of the fiber broke off in the instrument channel of the cystoscope. The reported problem was found during an unspecified procedure, which was completed with a similar device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was not returned to olympus for evaluation, therefore the complaint cannot be confirmed. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.